Event description:
Procedure: hemicolectomy. According to the reporter: partial firing of the load unit. The proximal part was stapled, in the center part, the staples did not close and the distal part was also stapled. The procedure was completed via manual suture. Slight tissue loss occurred due to a cut above the stapling line. There was a 30 minute delay to correct the problem via open surgery.

Manufacturer narrative:
(B) (4). (B) (4).